Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the fast fix 360 failed to deploy t2. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case (B)(4) . H3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in the original packaging with the batch number of the complaint on the label. The cardboard shipper is torn at the handle tab but not at the needle end. The t1/t2/suture were not returned. The actuator is stuck at the needle tip. The needle/overmold assembly is bent. There is bio debris on the needle and depth straw. A functional evaluation showed the device would not cycle due to the bent needle/overmold assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.